Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 32gx4mm 14 pack experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: "during using,the needle can't pass through insulin after removing the pen needle from the syringe, it wsa found that the needle of npe is bent."

Event description:
It was reported that the pen needle 32gx4mm 14 pack experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: "during using,the needle can't pass through insulin after removing the pen needle from the syringe, it wsa found that the needle of npe is bent."

Manufacturer narrative:
Investigation summary: as per manufacturing, DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Appearance and np end were inspected for 14pcs retention parts, all results passed. 1 pcs np bent needle product was check by visual inspection system and it was rejected as defect parts. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Base on investigation above, the complaint is not manufacture issue.